Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the site had no reports of loss of stimulation. The high impedance event was noted as ongoing but with no further actions needed at the time of report. The patient was discontinued from the study on 2015 (B)(6). The patient opted continue the therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3888q45, lot# va07n8c, implanted: (B)(6) 2013, product type: lead; product type: lead, product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The manufacturing representative reported that the patient of a clinical study reported a loss of therapy. The manufacturing representative reported that there was some impedance problems with the lead and that the patient noticed that he stopped feeling stimulation. Impedances were greater than 10,000 ohms. There were several out of range electrode pairs with impedances greater than 10,000. The manufacturing representative reported that they were going to make an appointment to review possibly revision options with the surgeon. Relevant medical history included: spinal pain